Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the pulse generator exhibited backup vvi mode. After a device code download, normal device function resumed. The patient would be monitored. No patient symptoms were reported.